Event description:
Non-physiologic rates and morphologies present during at/af episodes. High ra thresholds. Ra impedance warning low (measurement consistent with historical values). Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).